Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair with replacement of the battery was completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was received information stating that a battery of an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.